Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer's blood glucose level, as the pump was being used for training and no insulin had been delivered yet. During troubleshooting with tandem technical support, the malfunction alarm was cleared.